Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with the same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this right ventricular lead was attempted due to helix bent during the procedure. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with the same model and not implanted. No adverse patient effects were reported. Additional information indicated that this rv lead was attempted due to helix bent during the procedure. Rv lead will be returned for analysis.